Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation because the product was discarded. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the bowel grasper tips broke off inside the patient. Equipment intact and functioning during initial safety checks. The operating surgeon (registrar) called the consultant for advice; the consultant arrived, located, removed broken tips, and finished the surgery. The nurse in charge/ duty coordinator informed. Instrument was discarded. Additional patient information is not available.

Manufacturer narrative:
As the claimed item was not returned, only an assessment of the damage can be made based on the customer information. The customer reports that during an operation the jaw of the intestinal gripper broke off and fell into the patient and had to be recovered. According to the customer, the gripper was working before the intervention and a safety check was carried out beforehand. Since the age of the article is not known, only assumptions can be made here. It is likely that an excessive force led to the breakage of the jaw. The breakage could have been favoured by microcracks. Therefore, according to reprocessing instruction 33210c_en_v36.1_ri_ce page 16 under point 11.1, the surface of the product should be checked for mechanical integrity and alteration, as well as checking whether the fastener is suitable for the expected load of the intended application. The event is filed under internal karl storz complaint ID: (B)(4).